Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have micro-dislodgement as it looked like the distal coil was near the valve and lead was most likely in high right atrium (hra). Boston scientific technical services (ts) suggested a chest x-ray was needed to evaluate slack in lead and position of the distal coil relative to the valve. Lead revision was then necessary. This rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.